Manufacturer narrative:
The universal surgical manipulator (usm) was returned and evaluated for failure analysis. The unit was tested on an in-house system and failed in normal mode. The usm triggered error 32098, which points to the insertion motor driver on the axes controller motor. The insertion stator was disconnected and a test stator was connected to the outside of the insertion, which cleared the 32098 error and a ¿arm not free to move¿ message appeared. The insertion was moved manually and the arm triggered error 23062 due to the connected stator being outside of the spar and not responding to the hall sensors, which indicated that the stator was the cause of the error as the usm would have triggered error 32098 with the test stator if it was not the cause of the problem. Following replacement of the insertion stator, the issue was resolved.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported issue was reproduced during field evaluation. Fse investigation noted that the universal surgeon manipulator (usm) arm was faulty. Replacement of this part resolved the issue. Following replacement, the system was further tested, operated without issue and verified as ready for use. Intuitive surgical, inc. (Isi) received the replaced part for failure analysis; however, investigation is in progress. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received. A log review confirmed the procedure date of (B)(6)2022 on system sk5480. The logs were reviewed/analyzed as part of the isi tse and isi fse's investigation no image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after first port incision could lead to a conversion, which has caused an adverse event due to the patient¿s inability to tolerate the open procedure. A usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted proctectomy surgical procedure that universal surgeon manipulator (usm) arm #2 was not functioning. The customer received phone assistance from the technical support engineer (tse). Review of the site¿s system logs confirmed the occurrence of a cleared recoverable error fault 32098. Surgeon had already disabled the usm arm and continued the procedure as a 3 armed system. The surgeon completed the procedure using 3 arms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.